Event description:
It was reported that a user experienced sustained hyperglycemia with intermittent readings above 300 mg/dl while using a steel cannula infusion set, and the blood glucose pattern suggested suboptimal infusion site absorption; the user lacked supplies to change the set at the time, received troubleshooting and education, and blood glucose decreased during and after the call. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no injury, no hospitalization, and resolution with continued monitoring and follow-up. Investigation included review of device use history and user report, and clinical troubleshooting. Investigation of this case revealed a suspected infusion site absorption issue with no device malfunction confirmed. It was concluded that the event was consistent with hyperglycemia of unclear cause with probable infusion site contribution, and that user counseling on infusion set replacement and site management was appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.